Event description:
It was reported by the pt's counsel that the pt received a tka on (B)(6) 2008. The pt later experienced pain and swelling and underwent manipulation in (B)(6) 2008. The pt was revised on (B)(6) 2010 where it was observed that the femoral component had become internally rotated.

Manufacturer narrative:
It was noted in the info provided by the pt's legal counsel that during the revision surgery it was reported that the femoral component was observed to be internally rotated. No failure of the tibial component or patella was noted. At this time very little info is available to determine root cause. Should additional info become available, this report shall be updated.